Event description:
It was reported during the second step firing, the stapler stopped working and became blocked. First part of the suture line was cut and stapled, second part was only cut without staple. Medical devices were changed. Conversion, transsection, bowel with contour stapler and use cdh29 stapler, using double stapling technic and anastomosis. Longer anesthesia and longer procedure - 120 minutes. The pt is now home without any complications.